Event description:
The patient was electively scheduled for atrial septal defect device closure in the cardiac cath lab. A sizing balloon was available. Facility believes that the physician felt comfortable using the information provided by the echocardiogram, rather than the sizing balloon. A size 12 device was inserted but found to be too small. A size 14 was then inserted but was also too small. As a size 16 was being inserted, it popped through and entered the aorta. A snare was inserted to retrieve the device and approximately one hour later, the device was retrieved. The patient experienced what was described as a vaso-vagal reaction and required atropine. The patient's blood pressure dropped into the 80's and their pulse increased. The camera was used to take pictures of the aorta to look for damage or rupture, and none were found. The manufacturer was contacted following the event. It is unknown at this time if the device has been picked up by the manufacturer's representative.